Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria; however it is being reported to FDA as the complaint was received via user report. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. The customer reported issues with 11 sensors (all serial numbers unknown) and all have been captured under this submission. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch report which included the following information: a customer reported an adhesive issue with 11 freestyle libre 2 sensors where "product does not stick and constantly falls off. I have a greater than 50% fail rate with only 2 of about 12-13 sensors that actually stayed on the 14 days its advertised to stay on." There was no report of adverse event, self-treatment, or third-party intervention for the reported issue. Based on the information provided, there was no report of serious injury associated with this event.